Event description:
A customer reported false positive troponin (accutni) results for an unknown number of patients generated by the access® 2 immunoassay system. The actual patient data was not supplied by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
No sample collection, centrifugation or qc information was supplied. A routine system check performed on (B)(4) 2011 failed the wash portion specifications. A field service engineer (fse) was dispatched (B)(4) 2011 for this event. Fse discovered that the peri-pump tubing for one aspirate probe had been blocked. Fse replaced the tubing, cleaned the wash carousel and primed the system. A routine system check was then performed and assay qc was run which all passed within specifications. Although hardware issues were addressed, a definitive root cause could not be determined.